Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a farawave was selected for use. When the device was being prepared, it was noticed that it would not flush properly. It was then found that the flush port was deformed and detached. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a farawave was selected for use. When the device was being prepared, it was noticed that it would not flush properly. It was then found that the flush port was deformed and detached. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device was not returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, product analysis could not be performed. However, there is a picture attached to this complaint which evidence the luer flush port detach from the right place. Even though media inspection confirmed the allegations, the product was not returned for analysis to identify any defect with the device; therefore, the reported luer damaged issue cannot be established due to lack of evidence. Cause not established is selected as the most probable cause for this complaint.